Event description:
High jacket retraction force. The contralateral pull wire became caught on the hooks of the superior attachment system upon jacket retraction. Resolved with a guide catheter. Difficulty removing delivery catheter after graft deployment.